Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a harmonic ace instrument as an RMA. The harmonic ace instrument was analyzed and found to have a curved blade was found broken near the blade base. The blade broke roughly at .177¿ from the base. The broken piece was returned, and no pieces are missing. The probable root cause of the broken blade is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that this harmonic ace instrument came along with RMA 30075812 without any information related to the instrument.